Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 70.5 cm proximal to the lead tip. The distal fragment was received for analysis. The proximal fragment was not returned. The insulation was apart from the present cut free of injuries. The analysis showed that all wires of the conductor coil were found fractured 46 cm proximal to the lead tip, which is assumed to be the root cause of the observed high pacing impedance. Based on the characteristics, as well as the location of the fracture, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of clavicular-first rib entrapment. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Impedance greater than 3000 ohms was reported. Fracture is suspected. The lead was explanted. Should additional information be received, this file will be updated.